Manufacturer narrative:
The driveshaft and rotor were stuck together due to corrosion. Rotor rub was identified as the probable cause of the overheating.

Event description:
The core impaction drill was sent in for evaluation due to overheating during a tooth extraction procedure. The procedure was completed with a readily available replacement device without any procedure delay. No adverse event was associated with the device.